Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors was not recognized by the system. The procedure was completed with no reported injury.

Manufacturer narrative:
The monopolar curved scissors has been returned and evaluated by the failure analysis team. The instrument underwent manual articulation of the inputs, no recognition nor engagement related issues detected. The instrument underwent external and internal visual inspections, no recognition nor engagement related issues detected. The instrument was placed on an in-house system and passed the recognition and engagement tests. No recognition nor engagement related issues were detected during the failure analysis. Additionally, the instrument was found to have one blade broken (chipped) near the tip. A piece approximately 0.50mm x 0.20mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. Components adjacent to this broken blade do not show damage. .